Manufacturer narrative:
The device was repaired at the healthcare facility by the field service technician.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, one of the casters broke off the navigation system cart. The procedure was completed successfully with navigation and without a delay; no adverse consequences or medical intervention were reported.